Event description:
77 year old male pt was sitting up in a chair at the bedside. He dropped something on the floor and scooted up and bent over to pick it up. His scrotal sac was impaled on the IV pole holder near the arm of the chair. He sustained a through and through injury requiring suture of both an entrance and exit wound. The chair had to be disassembled in order to free the pt and provide emergency care.